Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced mesh erosion, extrusion, pelvic and vaginal pain, ongoing urge incontinence, bowel problems, dyspareunia, scarring and disfigurement as results of the implantation. Patient also underwent revision/explant surgery.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.